Event description:
A customer contacted physio-control to report that their device would not power on, when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing the device was subsequently returned to the customer for use. The removed part was further evaluated by physio-control product analysis center (pac) and determined that the cause of the reported issue was due to an inoperable crystal, y1, on the single board computer on the system pcb assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on, when attempted. There was no patient use associated with the reported event.